Event description:
The hospital complains that the vest is not suitable for patients. Material is not pliable and extremely restrictive, nylon borders can cut and/or bruise patients, and have in a couple of cases. Also patients smoke and material appears to be more flammable than a mesh restraint the facility had used in the past.